Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l4-s1. It was reported that the tip of the driver broke of in the bone screw. The fragment was retrieved and no patient complications were reported.

Manufacturer narrative:
Visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals an angulated fracture surface with river lines and no indication of torsion, consistent with bend stress overload. The above findings are consistent with bend stress overload.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.